Event description:
During a aaa repair on the male patient, the valve was leaking profusely. Blood loss was so substantial, the sheath was replaced during the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor experience any adverse event due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends and a visual examination of the returned product was conducted during the investigation. The returned device was examined; which revealed that the captor iris valve was not functional. It was also noted that the snap cap was depressed and there were three tears in the webbing of the silicone discs. The valve was leak tested; which confirmed there was leakage with a dilator placed through the valve; however, there was no leakage without a dilator placed through the valve. The valve was disassembled and it was found that the top flange of the iris valve was dislodged. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Based on evaluation of the returned product, the leakage likely occurred due to tearing of the silicone discs. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
During a aaa repair on the male patient, the valve was leaking profusely. Blood loss was so substantial, the sheath was replaced during the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor experience any adverse event due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.